Event description:
The customer called and reported her blood glucose would go into the 40 to 49 mg/dl in the middle of the night, and sometimes during the day. At the time of this report, customer's blood glucose was 113 mg/dl. Customer stated she did experience low blood glucose before obtaining the insulin pump. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Customer's priming technique was reviewed and customer reportedly always removed the site from the body before doing this. It was found the customer was getting more basal daily than bolus. The insulin pump was not exposed to any magnetic resonance imaging. Customer was advised to speak with her doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.